Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated they fell a few days ago and since the falls, when they turn stim on, the stim doesn't cover the area it was supposed to be covering. Patient said the stimulation was showing up in the opposite leg. Patient said they fell last week or the week before. The patient was redirected to their healthcare provider to further address the issue. Agent reviewed role of representative and emailed field team in patient's area as patient already called the doctor and was told to call to meet with a rep.